Event description:
It was reported that the patient presented to the clinic due to pocket erosion. It was noted that the pacemaker has eroded from the pocket. The physician explanted and replaced the entire system ¿ pacemaker, right ventricular lead and atrial lead to resolve the issue. The patient was in stable condition throughout the procedure.